Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Reporter stated that patient was exhibiting hypoglycemic symptoms (hot, clammy, and light headed). Patient's blood glucose was reportedly measured, using the advantage system, with a result of 23.3 mmol/l. Emergency medical services were summoned and, upon their arrival, 10 minutes later, patient's blood glucose reportedly measured 3.3 mmol/l on the ambulance crews' device. Reporter stated that the patient self-treated by eating, after which blood glucose measured 4.0 mmol/l, on ambulance crews' device. No additional treatment was received. The suspect test strips were not returned to the manufacturer for evaluation.